Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monophasic pulse delivered during testing) has been confirmed. Upon investigation the monitor delivered a monophasic pulse during incoming pulse testing. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. A corrective action has been initiated and real-time review PMA supplement for a design change to address this issue was submitted to FDA on 07/06/2015. No adverse event resulted from the monophasic pulse.

Event description:
A us distributor returned monitor sn 07092971 and reported that the monitor delivered a monophasic pulse during testing.